Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10

Event description:
It was reported that unspecified bd¿ pen needle was missing safety shield. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported needles were missing safety shield. Verbatim: - do you happen to have the date of event? (B)(6) 2020 - do you happen to have samples to return? No the needles supplied to the nursing staff to administer to the patient did not have a safety shield. This could have led to a potential needle stick injury for the nursing staff caring for this patient. No injury occurred to the nursing staff during this patient's admission. What was the original intended procedure? Insulin injection.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. The initial reporter also notified the FDA on 10 november, 2020. Medwatch report # (B)(4). Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ pen needle was missing safety shield. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported needles were missing safety shield. Verbatim: - do you happen to have the date of event? (B)(6) 2020. - do you happen to have samples to return? No. The needles supplied to the nursing staff to administer to the patient did not have a safety shield. This could have led to a potential needle stick injury for the nursing staff caring for this patient. No injury occurred to the nursing staff during this patient's admission. What was the original intended procedure? Insulin injection.